Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that the device doesn't allow vacutainer tubes to be pushed onto the needle for filling, causing repeat venipuncture. The following information was provided by the initial reporter: customer reports that device doesn't allow vacutainer tubes to be pushed onto the needle for filling, causing repeat venipuncture.

Manufacturer narrative:
H.6 investigation summary; material #: 367283. Lot/batch #: 5c2491. Bd had not received samples or photos for evaluation. Lot 5c2491 expired on march 31st, 2018. Bd does not recommend using products after their expiry date as the quality cannot be assured. This complaint is unable to be confirmed for the indicated failure mode unable to fill tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H3 other text : see h.10